Event description:
It was reported that during a da vinci-assisted transabdominal retromuscular umbilical prosthetic (tarup) ventral hernia surgical procedure, it was not possible to open the jaws of the fenestrated bipolar forceps instrument, and it was not possible to extract the instrument, which meant that they could not get it out of the port the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was noticed. The issue occurred at the beginning of the operation. The issue did not occur after a system fault. The jaws were not stuck on tissue when the issue occurred. The instrument and cannula were removed together because the wrist could not be straightened due to physical damage (e.g., broken main tube). The port incision was not increased. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.